Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "delayed therapy - chemotherapy was set correctly with volume rate and ml/h. 3 h later as entered, the infusomat rings. It says volume infused, but the chemotherapy bag is still half full."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) . The device was provided for an examination and root cause analysis in our service laboratory in melsungen, germany. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. 1.2 a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. It could be found out, that the device was operating louder than two of our test devices in our service repair shop. 1.3 to clone and read the history file, the device was inserted into a space station, which is connected via can-bus. Because no connection could be established with hibased, the can-bus resistance on the infusomat space was measured. The resistance was not within our specification. The malfunction could be reconstructed. Wrong user handling cannot be excluded. Damage was caused by a short circuit, mainly caused by a wrong disconnection (skewed direction) of a power supply. 1.4 to download the history files, the device was then connected to hibased via the com-port. No history entries could be found on the device. 1.5 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 1.6 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,78%. 1.7 to investigate the inside of the device, the device was completely disassembled. No visual damages due to impacts, could not be found. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.